Manufacturer narrative:
(B)(4). The customer's complaint of blood back flow into tubing could not be confirmed. The product was not returned for failure investigation although requested. The cause of the customer's reported complaint is unk.

Event description:
Customer reported back flow of blood in tubing after start of IV infusion. Customer also reported it looks as if the pump is pulling back fluid. Blood back flow is from port-a-cath/central line. Customer states that no further patient/event info is available.